Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm 5 bag 50 box sample was unable to detach and was found to be damaged during use. The following was reported by the intial reporter: "it was reported that the outer cover was difficult to remove and the needle was through the inner shield. Verbatim: consumer reported that the outer cover was difficult to remove from the needle hub. Also stated that when she removed the outer cover, the green inner cover and a second needle were stuck inside of the outer cover."

Event description:
It was reported that a pen ndl 32g 4mm 5 bag 50 box sample was unable to detach and was found to be damaged during use. The following was reported by the initial reporter: "it was reported that the outer cover was difficult to remove and the needle was through the inner shield. Verbatim: consumer reported that the outer cover was difficult to remove from the needle hub. Also stated that when she removed the outer cover, the green inner cover and a second needle were stuck inside of the outer cover."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned (1) open 4mm, 32g pen needle from lot # 9352054 and (1) pen needle that is not a bd product. Customer states that the outer cover was difficult to remove. The returned bd pen needle was tested to determine the outer cover removal force (specs: the minimum amount of force required to remove the hub from the cover (determined by measuring pull forces) is one tenth of a pound (0.1 lb.) For both polyethylene and polypropylene outer covers. The maximum force is three and one half pounds (3.5 lbs.) For polyethylene outer covers, and six pounds (6.0 lbs.) For polypropylene outer covers.). The outer cover removal force was measured as 0.35 lbs., which falls within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure the needle was stuck inside the outer cover.